Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced ventricular tachycardia (vt) and incorrect programming. The implantable pulse generator (ipg) exhibited a set screw issue and the right ventricular (rv) lead exhibited dislodgement and fracture. The ipg and the rv lead remain in use. No further patient complications have been reported as a result of this event.